Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, overlay scratched, cracked case-corner of belt clip rails, cracked case (battery tube), broken belt clip rails and battery tube threads - cracked. Cosmetic damage at the battery cap was not confirmed. Unit was received without a battery cap so cannot determine if battery cap is cracked/damaged. Cosmetic damage at the back of the pump is confirmed along with other cosmetic damage that was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump, including a crack running from the clip through the bottom. The insulin pump also had a loosened and damaged battery cap with missing or damaged metal contacts. The damage impacted the pump's functionality. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed, including advising the customer to discontinue pump use, place the pump in storage mode, and revert to a backup plan as per the healthcare provider's instructions. The customer will be provided with a replacement battery cap and the customer was reminded to routinely check the metal contact on the battery cap during replacement and to call back if further issues occur. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.